Event description:
It was reported to (B)(6) that approximately 5 years after the implant of this st. Jude medical valve, severe aortic stenosis was identified in a transthoracic echocardiogram (tte). A surgical intervention was noted to have been done. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).